Manufacturer narrative:
Power cord plug missing the ground prong.

Event description:
It was reported by service report that the power cord that goes to the 110 volt outlet was missing the ground prong. No pt involvement or adverse consequences were reported.